Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
On previously report, section "describe event or problem" in box b was incorrect. It should be - a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative condition occurred. The device's machine flow sensor was replaced to address the issue. Section "device serviced by 3rdp" in box d, "evaluation method code grid (1)", "evaluation results code grid (1)", "component code grid (1)", "conclusion code grid (1)" in box h has been updated/corrected in this report.